Event description:
It was reported that the instrument broke during surgery. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured. Complaint is confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.